Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure using vasoview hemopro 2, after completing the dissection process, the harvester attempted to perform branch ligation. However, when attempted to ligate the first branch the harvester noticed that no energy was being supplied. The device did not time out, it did not work when cutting the first branch. The power cords and the generator were switched out and the device would still not work as expected. Therefore, the device was deemed unsafe for use and was removed from the surgical field. A new hemopro 2 kit was opened up and the remainder of the case was finished with no other complications. No injuries occurred due to the defect. The only surgical delay was the time needed to change equipment and open a new hemopro 2 kit, which was about 3 to 5 minutes.

Manufacturer narrative:
Tw# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 04/10/2025. An investigation was conducted on 04/16/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be to be intact with no visual defects observed. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000444151. History record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.